Event description:
Elective/prophylactic lead revision/replacement. Boston scientific defibrillation lead capped, kept lead as defibrillation coil but implanted left bundle lead as pace/sense lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).